Event description:
Per the clinic, the patient experienced skin flap infection at the implant site. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics for the skin flap infection (date and duration not reported). However, the issue did not resolve. The patient underwent a surgical pus drainage procedure (date not reported). It was also reported that the patient experienced extrusion of the receiver/stimulator (date not reported). Subsequently, the patient underwent a wound debridement surgery on (B)(6) 2024. Correction: the correct serial number is (B)(6).